Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that on (B)(6) 2020 it would be a year since she was implanted, and she had not seen her healthcare provider since (B)(6) 2019. The patient stated that she didn't see her old doctor anymore and had not found a new doctor. The pump was still going off and needed to be filled and confirmed that she had not seen anyone about the alarm yet. The patient did not want to provide her weight at the time of the event. The patient requested physician listings. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient could not see their previous healthcare professional (hcp) due to insurance change. It was noted that their pump alarm was going off because it needed to be filled since 5 months ago. The patient described a single tone beep every 5 seconds. No symptoms were reported. The patient was directed to follow up with a hcp to have pump checked and filled. Physician listings were provided. The event date was (B)(6) 2019. No further complications were reported.